Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for supraventricular tachycardia with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. After the procedure had begun, it was noted that the catheter was not providing the contact force values. The physician was offered two different backup catheters, but he/she ultimately chose to complete the procedure with the same catheter, even though the contact force information was not available. Later in the procedure, the patient¿s vital signs became unstable. A transthoracic echocardiogram was performed, which confirmed the tamponade. A pericardiocentesis was performed, and the patient was taken to the intensive care unit hemodynamically stable. Multiple attempts have been made to gain clarification to this complaint, but no further information has been made available.

Manufacturer narrative:
On 7/24/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for supraventricular tachycardia with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and was found in normal condition. The catheter was evaluated for carto 3 system performance, and was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was subjected to a screening test, which passed. The force feature was working properly, and the force sensor values were within specifications. The catheter was tested for electrical performance and stockert compatibility, and was found within specifications. Additionally, deflection and irrigation tests were performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.